Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image distortion was caused by impact to the device. It is possible the device was dropped during transportation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus, and the customers allegation was confirmed. According to the photos of the packaging box provided, there was an obvious bump mark on one corner (the bump position was consistent to the warped monitor corner). According to this, it was judged that the monitor had received some impact during the transportation causing the failure (no image). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the high definition lcd monitor had no image. The issue was observed during a receipt inspection of the device that was to be used for a diagnostic (gastroscopy) procedure. The procedure was completed using a similar device and no patient harm was associated with this event.